Manufacturer narrative:
Evaluation summary: surgical notes and products were not returned for evaluation. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. Pre-op and post-op x-rays are also not available for analysis. With the available information, probable cause for pain cannot be determined. However, complaint can be revisited if more information is provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to pain.